Manufacturer narrative:
Analysis was able to confirm that the power supply was defective. The power supply was replaced. Analysis also noted that the touchscreen was out of specification and the keyboard and stylus were missing. The touchscreen connector was cleaned, reseated, and calibrated. The programmer also required updates to the handles. The keyboard, stylus, and handles were replaced. The programmer failed an incoming functional test. The micro processor unit (mpu) replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer power supply was faulty. The programmer was returned for service. There was no patient involvement.